Event description:
The facility's biomed engineer reported an infusion pump with a 538 failure code. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter svc event.